Event description:
Reference number (B)(4) event occured in the united states. It was reported that the patient had infection at cannula site, patient was prescribed antibiotics. No further information is available.